Event description:
Same as MFR report# 6000089-2005-1534. It was reported that during a coronary drug eluting stenting treatment procedure, difficulties withdrawing the balloon from the stent occurred. The target lesion was located in the mildly tortuous, mildly calcified, 90% stenosed left anterior descending artery (lad) at the bifurcation with the diagonal artery (dx). The lesion was predilated with a maverick balloon of unk size. A 2.25 x 16 mm taxus express2 drug eluting stent was deployed in the lad. Resistance was felt during withdrawal attempts after deflation of the delivery balloon. The balloon was reinflated and deflated slowly but again resistance was still felt. After 5 minutes of removal attempts the physician removed the guide catheter and pulled on the stent delivery system until the balloon released. The balloon was freed and removed from the pt's body. The stent was postdilated with an unk balloon and remained in good position and well apposed. A 2.25x20 mm taxus stent was then deployed in the dx lesion. After deflation of the delivery balloon difficulties with removal from the stent were again encountered. The balloon was successfully removed after initial resistance was felt. The stent was postdilated with an unk balloon and remained in good position and well apposed. There were no reported pt complications. The pt status is reported as 'satisfactory/good.'